Event description:
User experiencing intermittent erroneous estradiol results for approximately 2 months. Only the following four examples were provided, which occurred in 2008, each sample was repeated four times. Patient 1, initial result gave 3876 pg/ml; repeats gave 3069, 4018, 3772 and 4081 pg/ml. Patient 2, initial result gave 4695 pg/ml; repeats gave 3605, 3921, 4040 and 4688 pg/ml. Patient 3, initial result gave 3798 pg/ml; repeats gave 2666, 2865, 3178 and 3531 pg/ml. Patient 4, initial result gave 2453 pg/ml; repeats gave 2137, 2047, 2372 and 2401 pg/ml. Erroneous results were reported. Patients not adversely affected. The field service representative determined the cause to be a problem with the measuring cell and replaced measuring cell. Performance tests were performed and within specification.